Manufacturer narrative:
The investigation is ongoing. H3 other text: the valve remains implanted.

Event description:
As reported by a field clinical specialist, 2 years and 10 months post tavr procedure with a 26mm sapien 3 valve in the aortic position, the valve was failing due to severe aortic stenosis and moderate aortic insufficiency. A 26mm sapien 3 ultra resilia valve was implanted in the failing valve in a valve in valve procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report has been updated: b4, g3, g6, h2, and h6. The complaints for ''post- implantation - stenosis'' and ''post-implantation - central regurgitation'' were unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU revealed no inadequacies. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, ''2 years and 10 months post tavr procedure with a 26mm sapien 3 valve in the aortic position, the valve was failing due to severe aortic stenosis and moderate ai. A 26mm sapien 3 ultra resilia valve was implanted in the failing valve in a valve in valve procedure.per the fcs, the perceived root cause of the stenosis was significant under expansion''. As reported, valve was under expanded. An under expanded valve could lead to further narrowing of effective valve area with suboptimal leaflets coaptation resulting in stenosis. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the reported stenosis. Due to the under expanded valve and narrow effective valve area, it can prevent the valve leaflets from opening and closing properly, leading to central regurgitation. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the central regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.